Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
It is reported that two hours following an atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Two hours following the procedure, hypotension was noted. An ultrasound diagnosed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. It is unknown what caused or contributed to the perforation. There were no performance issues with any abbott device.